Event description:
Boston scientific received information that this pacemaker showed fluctuations of battery longevity remaining when checked alternatingly. The clinician was concerned of the magnet rate which was consistently at 100 beats per minute while the battery longevity remained fluctuating. Boston scientific technical services (ts) discussed interpretation of device behavior and battery longevity calculations. Ts stated that the interpretation of these fluctuations was interpreted due to how battery longevity remaining was calculated. Further, ts mentioned that the magnet rate was determined by the device and would be accurate without this kind of fluctuation behavior. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information received indicating that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at elective replacement time (ert).the device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.